Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room after hearing an audible alert. The implantable cardioverter defibrillator (ICD) was interrogated. There was oversensing noted on episode on both atrial and ventricle channels and increased sic (sensing integrity counter). It was noted that a lead integrity alert was triggered due to high rate non-sustained episodes and sic. The ER physician taped magnet over device and then turned the device defibrillation therapies off. The patient was admitted and after further evaluation and x-ray the ICD therapies were turned back on as it was discovered that the patient had breast surgery the day before at the same time the oversensing occurred. The ICD remains in use. No patient complications have been reported as a result of this event.